Event description:
The pump was removed and replaced in (B)(6) 2014 due to an infection. The reporter had no additional information. Further foll ow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products:: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 product type catheter (B)(4).